Event description:
Patient was having a posterior cervical fusion using gardner wells tongs and trios vector traction. Trios vector traction slipped mid case and patients head fell and was caught by the horseshoe headrest. Patient was not injured.

Event description:
Patient was having a posterior cervical fusion using gardner wells tongs and trios vector traction. Trios vector traction slipped mid case and patients head fell and was caught by the horseshoe headrest. Patient was not injured.

Manufacturer narrative:
Based on the information obtained following the evaluation of the device, it was concluded that the aging of the bumper (clamping component of the device) seemed to affect the integrity of the device surface thus causing in the slipping motion. It was also observed that the device was not subjected to regular inspection to check the wear and perform cleaning prior to the use despite being mentioned in the owner's manual as the following warning- "before and after each use, inspect the table top, components and accessories for possible damage, excessive wear or non-functioning parts. Carefully inspect all critical accessible areas, joints and all moving parts for possible damage and non-function. Damaged or defective parts should not be used or processed". Thus, prolong use of the device without regular inspection and maintenance may also have affected the bumper integrity causing the slipping motion.